Event description:
It was reported that there was an empty reservoir and the patient experienced withdrawals. The event occurred around (B)(6) 2015. It was reported that the patient had canceled their refill appointment. The patient's mother wanted another physician to do the refill and was told they did not have to make their original refill appointment. The patient had symptoms of increased spasticity and sweating (diaphoresis). The location of the spasticity was to the lower extremities. The patient was going to get the pump refilled by pain management. It was reported that the pump alarm was confirmed through telemetry after the missed refill appointment. The pump was refilled on (B)(6) 2015. The patient's status at the time of report was "alive- no injury." The refill resolved the increased spasticity and sweating. The pump system was delivering lioresal.

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2010, product type catheter. (B)(4).